Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, the endoscope was blurry. The product was changed out. There was no harm to the patient. The surgery was completed successfully.